Event description:
The surgeon inserted an cq2015 three piece collamer lens and the trailing haptic tore during insertion and was stuck inside the cartridge. The incision was enlarged to remove the lens and suturted. There was no pt injury.